Event description:
The patient's right hip was revised due to dislocation and surgeon repositioned the cup. The screws, mdm liner and poly were revised. The stem and head were competitor product.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not received for evaluation. -medical records received and evaluation: there were no medical records provided for review by a clinical consultant. -device history review: the reported device was manufactured and accepted into stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. However, it is reported that a zimmer biolox ceramic head was implanted with the adm insert. A review of the surgical protocol lsp73 rev. 3 indicates that only stryker 22.2mm or 28mm femoral heads should be inserted into the adm/mdm polyethylene inserts. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Device not returned.